Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: device was manufactured in 2012 and was not subject to UDI requirements. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k. H3: 81 other - at this time, the suspect device has not been returned for evaluation. There was no patient harm reported. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the CPAP of 5 cmh2o is not displaying on the screen when the flow meter is set to 8 lpm. There was no patient involvement reported.